Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report#3006705815-2018-00590. It was reported during the surgery on (B)(6) 2018 to replace the leads (reference MFR. Report#:1627487-2018-02763) the physician was unable to advance the new leads to the correct position. As the result the procedure was abandoned and the scs system was explanted.